Event description:
It was reported that the patient with this unknown electrode received inappropriate shock therapy, and a fracture of the electrode was suspected. Technical services (ts) was consulted for further review and recommendations. However, ts noted they need more information in order to perform an initial analysis which would allow an optimization of next steps and troubleshooting actions. With only images provided, ts did note the type of noise visible is non-physiological, and it would be important to know what the patient was doing at the time of the event. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service. Additional information: ts reviewed the captured subcutaneous electrocardiogram (s-ECG) as well as the provided x-rays. A ts consultant confirmed the data shows evidence of mechanical noise which is reproducible in primary and alternate vector. Secondary vector remains free of mechanical type of signals. This situation could be pointing towards an electrode fracture. Additionally, it was noted that a review of the x-ray images showed a strong kink where the electrode exits the header. As of (B)(6) 2025, the physician is aware of the recommendation to replace the electrode; however, per the field, a procedure has not yet been planned. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Please note: the model/serial number of the electrode is currently unknown. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that the patient with this unknown electrode received inappropriate shock therapy, and a fracture of the electrode was suspected. Technical services (ts) was consulted for further review and recommendations. However, ts noted they need more information in order to perform an initial analysis which would allow an optimization of next steps and troubleshooting actions. With only images provided, ts did note the type of noise visible is non-physiological, and it would be important to know what the patient was doing at the time of the event. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that the patient with this electrode received inappropriate shock therapy, and a fracture of the electrode was suspected. Technical services (ts) was consulted for further review and recommendations. However, ts noted they need more information in order to perform an initial analysis which would allow an optimization of next steps and troubleshooting actions. With only images provided, ts did note the type of noise visible is non-physiological, and it would be important to know what the patient was doing at the time of the event. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service. Additional information: ts reviewed the captured subcutaneous electrocardiogram (s-ECG) as well as the provided x-rays. A ts consultant confirmed the data shows evidence of mechanical noise which is reproducible in primary and alternate vector. Secondary vector remains free of mechanical type of signals. This situation could be pointing towards an electrode fracture. Additionally, it was noted that a review of the x-ray images showed a strong kink where the electrode exits the header. As of (B)(6) 2025, the physician is aware of the recommendation to replace the electrode; however, per the field, a procedure has not yet been planned. Should pertinent follow-up information be provided in the future, an updated report will be issued. Additional information received (B)(6) 2025 indicates the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. It was noted the electrode (specifically the coil) was damaged during the extraction as the lead had to be pulled on quite hard. Besides the intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that the patient with this electrode received inappropriate shock therapy, and a fracture of the electrode was suspected. Technical services (ts) was consulted for further review and recommendations. However, ts noted they need more information in order to perform an initial analysis which would allow an optimization of next steps and troubleshooting actions. With only images provided, ts did note the type of noise visible is non-physiological, and it would be important to know what the patient was doing at the time of the event. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service. Additional information: ts reviewed the captured subcutaneous electrocardiogram (s-ECG) as well as the provided x-rays. A ts consultant confirmed the data shows evidence of mechanical noise which is reproducible in primary and alternate vector. Secondary vector remains free of mechanical type of signals. This situation could be pointing towards an electrode fracture. Additionally, it was noted that a review of the x-ray images showed a strong kink where the electrode exits the header. As of (B)(6) 2025, the physician is aware of the recommendation to replace the electrode; however, per the field, a procedure has not yet been planned. Should pertinent follow-up information be provided in the future, an updated report will be issued. Additional information received 02-october-2025 indicates the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. It was noted the electrode (specifically the coil) was damaged during the extraction as the lead had to be pulled on quite hard. Besides the intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted typical surgery-related damage but was otherwise unremarkable. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this correction report is being issued to amend the event description.

Event description:
It was reported that the patient with this electrode received inappropriate shock therapy, and a fracture of the electrode was suspected. Technical services (ts) was consulted for further review and recommendations. However, ts noted they need more information in order to perform an initial analysis which would allow an optimization of next steps and troubleshooting actions. With only images provided, ts did note the type of noise visible is non-physiological, and it would be important to know what the patient was doing at the time of the event. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service. Additional information: ts reviewed the captured subcutaneous electrocardiogram (s-ECG) as well as the provided x-rays. A ts consultant confirmed the data shows evidence of mechanical noise which is reproducible in primary and alternate vector. Secondary vector remains free of mechanical type of signals. This situation could be pointing towards an electrode fracture. Additionally, it was noted that a review of the x-ray images showed a strong kink where the electrode exits the header. As of 29-jul-2025, the physician is aware of the recommendation to replace the electrode; however, per the field, a procedure has not yet been planned. Should pertinent follow-up information be provided in the future, an updated report will be issued.